Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, a patient's right ventricular (rv) lead exhibited multiple episodes of noise reversion on the right ventricular lead. Noise was reproduced in clinic via isometrics. Programming changes were made. Patient continued to be monitored. Other parameters were within normal limits. Patient was stable.